Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The complaint lot and manufacturing date, and a specific failure or non-conformance was not provided, therefore manufacturing defects cannot be identified for a specific product. However, as part of the manufacturing process, cco models, are 100% visually inspected after the tip forming process. The instructions for use provides instructions for preparation techniques and insertion procedure steps as a guideline to follow and an aid for the physician. Information about general risk complications with the use of the catheter is also provided.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the catheter, in a patient that was admitted with decompensated heart failure, with concern for cardiogenic shock, there was a fast escalation of pressors after a complicated bedside swan ganz catheter placement. Per the customer "a drop in h&h followed. Shock call was not done in the patient who was full code. No bedside echo was done to rule pericardial effusion with drop in h&h. Unsupervised swan placement by fellow was initially performed." There was no allegation of patient injury.